Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that it powers off and sometimes turns on and will not stay on. The rse evaluated the device remotely. It was determined that this model is no longer serviced/supported due to the end-of-life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a not determined. The reported problem was not confirmed. The customer was informed that the device is eol. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.